Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was to address a problem w/ the recharger telemetry module (rtm) . Pt reported that they spent 2h and 15m "rebooting" and "redoing small problems" that started over the last 2-3 weeks. Pt stated that the issues escalated today, and noted they thought the issue was initially due to user error and not the equipment. When asked for clarification, pt reported when they try to charge the ins, they are not getting an error message, but occasionally will see a screen that tells the pt that the controller cannot find the ins. Pt noted it used to take them anywhere from 45m - 1h to recharge the ins, but lately has been taking longer than 1h to recharge the ins. Pt reported that today the ins wouldn't recharge. Pt stated the controller charges to 100%, but when they plug the rtm in, they will initially see recharging excellent and will be able to recharge for 15m. Pt stated after 15m goes by, they check the charging progress and will notice the light change from green to amber. Pt stated when they unlocked the controller, they noticed the ins hadn't charged at all. Pt stated they will take the li-battery pack out for 1m and re-insert the pack into the controller and start up another charging session for the ins. Pt stated that they will go through the charging screens, but keep getting the poor recharge quality [76] screen. Pt confirmed the rtm cord was not visibly damaged, there was no damage to the pins, but stated the rtm paddle has gotten hot. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) implanted: explanted: product type recharger product section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #:(B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) (serial number) (B)(6) revealed no anomalies. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.